Event description:
Same pt as MFR# 600093-2006-02327. It was reported that 393 days after a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention occurred. The pt presented in 2005 complaining of substernal chest discomfort associated with exertion and shortness of breath. The pt developed atrial febrillation which resolved spontaneously. Cardiac enzymes were negative. ECG showed anteroseptal t-wave inversions. The index procedure treated one target lesion located in the mid right coronary artery (rca).the lesion being treated was an 85% in-stent restenotic lesion. It was 56 mm long, 2.92 mm in diameter with mild calcificaiton and mild tortuousity. Treatment consisted of pre-dilatation and placement of two overlapping taxus express2 stents (2.50 x 24 mm and 2.75 x 32 mm). Residual stenosis was 0%. The pt was discharged in stable condition two days later on asa and plavix. 393 days after the index procedure the pt presented with chest pain associated with shortness of breath. Troponins were noted to be negative. ECG showed normal sinus rhythm and a 1st degree av block, left bundle branch block and non-specific ischemic changes in the inferior leads.a re-intervention placed a 3.00 x 16 mm taxus stent in the proximal rca. Four days later, the pt was discharged on aspirin and plavix. Per the investigator the relationship of this event to the device is "unknown."

Manufacturer narrative:
H6: device analysis: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch namely top assembly batch #7262946 found that the device met its material, assembly and product specifications, at this time of release to distribution.